Event description:
Information received from an outside source noted pt implanted with 2-level prodisc-l at l4-l5 and l5-s1 experienced complex regional pain syndrome. Reportedly, medication and sympathetic blocks were prescribed and pain has persisted. This is the 3rd of 6 reports submitted on this event.

Manufacturer narrative:
Expiration date: this information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.